Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had disconnected the pump while at home. The patient had since been reconnected and was stable in the hospital. Log files were sent for review. The data indicated that the patient had not connected to mobile power unit (mpu) power during any of the 60-minute data capture intervals from (B)(6) 2025 at 0:45:45 through (B)(6) 2025 at 11:45:02. The periodic log file data indicated that approximately fully charged batteries were connected before (B)(6) 2025 at 12:45:09. A low power advisory alarm flag was recorded with the data capture event on (B)(6) 2025 at 8:45:03 and again at (B)(6) 2025 at 9:45:03. The emergency backup battery was in use at the time of the data capture event on (B)(6) 2025 at 10:45:02 and again at (B)(6) 2025 at 11:45:02. Motor speed was captured at the low speed setting of 4600 rpms during both of these. At the next data capture event of the periodic log file the date time stamp had been reset to (B)(6) 2000, at 0:59:59. Although tech services was not able to confirm from the event log file data that the pump stop event was due to a complete loss of power, the data in the periodic log file along with the date / time stamp reset event indicated that this was the cause. The event log file data indicated that the system controller was connected to a power module and a system clock synch was performed on (B)(6) 2025 at 8:38:14. The events leading up to why the patient disconnected their driveline was unknown, but the site stated there was no concern or issue on the system controller. The patient was last noted to be stable as an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected could not be confirmed; however, a total system power loss was observed within the submitted log files. No relevant faults or alarms related to driveline disconnects were observed in the submitted log files and no photos were submitted for review. No product was returned for further testing. It was observed in the periodic log files the batteries were depleted and triggered a low voltage advisory by 08:45:03 on 12sep2025. The alarm escalated to a no external power alarm by 10:45:02 and following events contain controller clock corrupt events with the timestamp reset to 01jan2000, indicating total power loss for the system. The clock was reset to 08:38:14 on 21sep2025. No other notable alarms were observed within the submitted log files, and the system appeared to operate as intended while powered. The device history record for the heartmate 3 system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the heartmate 3 system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 3, entitled ¿how your heart pump works¿, warns the user "do not disconnect the modular in-line connector or the pump will stop." This section states how to properly connect/disconnect the modular cable to/from the system controller. Lastly, this section cautions the user to not attempt a system controller exchange without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisories, no external power, and controller clock corrupt alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. No further information was provided. The manufacturer is closing the file on this event.